Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, voids, weight to the spec and creases fold. Bubbles in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process

Event description:
Healthcare provider reported to regulatory agency, "patient had allergan 410 ff silicone breast implants which resulted in the development of anaplastic large cell lymphoma (bia-alcl)." Affected side is right side. Pathological markers were not provided. Device has been explanted.

Event description:
Patient representative reported patient experienced ¿alcl,¿ infection, seroma, swelling, heat sensation,¿ ¿capsular contracture,¿ baker grade unknown ¿chronic pain,¿ ¿pain prior to explant procedure,¿ ¿rashes,¿ ¿itching,¿ mental and emotional suffering, fear, grief, anxiety, apprehension,¿ ¿mental pain, anguish and fear due to risk of further/increased risk of alcl¿ and ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl.¿ patient representative also reported patient ¿suffered, and continues to suffer, from permanent physical injury,¿ ¿disability¿suffering,¿ ¿disfigurement¿ and ¿suffered personal injuries and related damages;¿ these events are not related to the device.

Manufacturer narrative:
The events of "infection, heat sensation,¿ ¿and capsular contracture,¿ baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Pathological markers cd30, and alk negative were provided. "Peri implant fluid collection" was also reported.

Manufacturer narrative:
The events of "alcl" and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that work order (B)(4) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of dec 2018 through nov 2020, was noted an outlier in apr 2019. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Device has been explanted.

Manufacturer narrative:
In response to FDA report number mw5083466. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported to regulatory agency, "patient had allergan 410 ff silicone breast implants which resulted in the development of anaplastic large cell lymphoma (bia-alcl)." Affected side is right side. Pathological markers were not provided. Device has been explanted.

Event description:
Healthcare provider reported to regulatory agency, "patient had allergan 410 ff silicone breast implants which resulted in the development of anaplastic large cell lymphoma (bia-alcl)." Affected side is right side. Pathological markers were not provided. Device has been explanted.